Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon stayed where it was not supposed to- vagina foreign body in reproductive tract. Tampon shredded device breakage. Went to take it out, it shredded and some stayed complication of device removal. Case narrative: consumer reported via e-mail that tampon shredded during removal. No serious injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on february 10, 2023.

Event description:
Tampon stayed where it was not supposed to- vagina [foreign body in reproductive tract]. Tampon shredded [device breakage]. Went to take it out, it shredded and some stayed [complication of device removal]. Case narrative: consumer reported via e-mail that tampon shredded during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon stayed where it was not supposed to- vagina [foreign body in reproductive tract] . Tampon shredded [device breakage] . Went to take it out, it shredded and some stayed [complication of device removal] . Case narrative: consumer reported via e-mail that tampon shredded during removal. No serious injury reported.